Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2024, it was reported that the patient faced infusion set was dislodged, which caused the patient blood glucose elevated to 372 mg/dl, therefore patient had received correction bolus via pump. The patient successfully changed infusion set and resumed insulin therapy. No further information available.